Event description:
Reporter indicated that pt indicated loss of seizure control and is experiencing painful stimulation. System diagnostic testing yielded high lead impedance, which indicates a possible lead malfunction. Investigation has been unable to establish the increase in seizures relation to pre-vns levels.